Manufacturer narrative:
Device evaluation: the complaint sample was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Retained product evaluation: visual inspection on retained products was performed on parallel batch lot# ub32008. 48 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution was clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Chemical and microbiological tests were performed on the retain samples and the results were within product quality specification. Product deficiency was not found on the retain samples. Manufacturing records review: the manufacturing records for the healon were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report the serial number field was populated with the device number however, this device is not serialized, as it is a lot number product. This has now been corrected. The lot number has been entered into the lot number field and removed from the serial number field.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following cataract surgery, the subject had increased intraocular pressure (iop) of 38 mmhg (millimeter of mercury) in the right eye. The eye was treated with an iop reducing medication and the subject returned on (B)(6)2016 for the 1-day post-op appointment, where the iop had reduced to 16 mmhg at which time the serious adverse event (sae) was considered resolved without sequelae. The adverse event was considered resolved and the iop medication was discontinued. The suspect product was discarded by the customer. No further information was provided.